Event description:
It was reported to philips that the device failed geometry movement calibrations. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred prior to the start of the procedure, and the procedure was completed using another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement calibrations had failed. Analysis of the log files showed the active bolus switch message (enabled movement, enmv active at startup) and application error: detector frontal current not calibrated. Upon troubleshooting, fse observed the movement calibration failing at the same step repeatedly. Fse disconnected the switch from the cy box (x29), completed the bodyguard and force sensor calibrations, and rebooted the system. Fse continued to repeat the calibration with the covers off until it passed. Fse verified required adjustments, reattached all covers, placed the frontal, lateral, and table back in their normal operable positions, and tested all geometry movements. All movements of devices were normal, without error messages. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.